Event description:
An aneurx abdominal stent graft was selected for use in a pt for the endovascular treatment of an abdominal aortic aneurysm. The device packaging was opened and a kink in the tip of the delivery catheter was identified. The device was not used in the pt. The device was discarded by the user facility. A second device of the same size was used to complete the case. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4).